Event description:
It was reported that during a routine follow-up appointment they discovered that the right ventricular (rv) lead shock impedances were high out of range greater than 200 ohms. Additional testing was performed including isometrics and an x-ray were performed with no findings. The configuration was changed to rv coil to can and the values are within range, so the plan was to continue to monitor. The lead remains in-service. No adverse patient effects were reported.